Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint device was received and inspected. The complaint can be confirmed. It was observed that the distal tip of the needle was broken off of the rest of the shaft. The broken piece was not returned with the rest of the device. It is possible that the surgeon leveraged the needle while inside the joint, therefore causing stress on the needle and causing it to break. However, given the information provided we cannot discern a definitive root cause for the reported failure. A non-conformance search was conducted to investigate any defects during production identified that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history review no nonconformances were identified for this part number (228152), lot number (4l23951) combination per qlik query executed on (B)(6) 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate via cst that the tip of the truespan 24 degree peek broke after the first implant was fired. It could be removed arthroscopically and there was a delay of approximately 10-15 minutes. Additional information received from the affiliate reported the event occurred during a meniscal repair. The affiliate also reported another device was readily available and it was known how the case was completed. It was reported the device will be returned for evaluation.